Event description:
It was reported that during repair by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit had console damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
There was no patient involvement. It was reported that while replacing a solenoid board of a cs100 intra-aortic balloon pump (iabp), a getinge field service engineer (fse) broke the glass tubing while taking it out. The fse also stated that it was not a component defect but a moment of inattention.

Manufacturer narrative:
In order to fix the issue, the fse replaced the blood detect tubing assembly (B)(6). The fse performed service and functional tests and confirmed that the unit was operational. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Ms. (B)(6) is the customer contact. Occupation medical equipment manager, medical equipment department. +(B)(6) , e-mail (B)(6).